Event description:
It was reported that a future revision surgery is planned due to an unspecified inflatable penile prosthesis (ipp) malfunction. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders underwent a thorough analysis. Both were visually and microscopically inspected, and leak and pressure tested . Both cylinders had wear at folds in the proximal and in the cylinder bodies. One had a hole due to fatigue at the outer tube and fabric bonding joint of the proximal cylinder body. This cylinder was not pressure tested due to the identified leak. The other cylinder passed the leak and pressure tests performed. The kink resistant tubing (krt) of both cylinders was worn down to the filament but this did not likely impact device function. The ams700 momentary squeeze (ms) pump was visually and microscopically examined, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. No leaks were found. The ms pump was functionally tested and did not pass activation testing. The hole identified during analysis confirmed the clinical observation and the pump issue could have impacted device function.

Event description:
It was reported that, during a revision procedure for this inflatable penile prosthesis (ipp) for unspecified reasons, a fracture was observed in the tubing between the left cylinder and the pump, resulting in fluid loss. The device was replaced. There were no patient complications reported.